Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or any presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. The filter tilt was =16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after the filter placement. On (B)(6) 2016 (one day post-procedure), the post-procedure x-ray was completed which revealed filter tilt of =16 degrees. Analysis of the post-procedure x-ray is not yet available. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms tilt - but only approximately 10deg in reference to the center line of the ivc (not tilt =16deg in reference to the vertebral bodies as described in the complaint report). The imaging review states, that given the angulation of the right iliac vein and the ivc, and the low deployment of the filter, this likely contributed to the leftward tilt of the ivc filter. This tilt placed the filter hook along the wall of the ivc, which may make future retrieval more difficult and perhaps increase the risk of perforation. Tilt should always be measured in reference to the longitudinal axis of the ivc, as the ivc not always mirror the course of the vertebral bodies. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2016 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.0 mm. There was no ivc anatomic anomaly or any presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. The filter tilt was =16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after the filter placement. On (B)(6) 2016 (one day post-procedure), the post-procedure x-ray was completed which revealed filter tilt of =16 degrees. Analysis of the post-procedure x-ray is not yet available. Patient outcome: the patient remains in the study.